Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
On the literature review "a late-onset infection after total knee arthroplasty cured without the revision of the femoral and tibial components: a case report", it was reported that, after undergoing total right knee arthroplasty (B)(6) 2016, one (1) patient experienced pain, discomfort and swelling. Bacteriological examination of aspirate fluid detected methicillin-sensitive staphylococcus aureus (mssa). The patient was hospitalized on (B)(6) 2017 and treated with intravenous drip medicine infusion (cefazolin sodium 2g) and oral medication. On (B)(6) 2017, the bacterial culture of joint fluid came out negative, the right knee joint symptoms improved, and the patient was discharged.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the case of a late-onset infection following total knee arthroplasty that was effectively treated with a two-stage surgery as described. According to article the first operation included curettage of infected bone and cement and filling of the defect with antibiotic-containing cement in addition to debridement, antibiotics administration, implant retention. One month later, fresh antibiotic-containing cement was filled after the cement was removed, and a polyethylene insert was seated. Per the article, it was recommended not only debridement of soft tissue but also curettage of infected bone and cement as an addition to the debridement, antibiotics administration, implant retention procedure. Per the article, later during an outpatient clinic visit, no recurrence of infection was observed. There is no gait disturbance, and the range of motion was the same as it was before infection. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H11: correction in h6 (health effect - clinical code and health effect - impact code).